Event description:
It was reported that while using bd multitest¿ erroneous results are being obtained due to unusual staining. The following information was provided by the initial reporter: the lab is getting these non-specific staining on tbnk recently. They don't know what could have caused it, but they suspect it could be caused by rbc telomeres. Are there erroneous results on patient samples from diagnostic test?(if yes or unknown, go to question #2. If no, no further questions require.) Yes. Was there any delay of treatment due to the issue?(go to question #3) no. If patient samples were redrawn, was there any chance or delay of treatment?(go to question #4) n/a, samples were not redrawn. Was there any physical harm/injury to the patient due to the issue?(if yes or unknown, go to question #5. If no, no further question required): no.

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office contact - (B)(4). G.1 - manufacturing site contact - (B)(4). H.6 investigation summary: based on the investigation results, the reported issue of unusual staining pattern nonspecific staining while using product 644611 (bd multitest 6-color tbnk reagent, ivd) lot 72236 was confirmed but not attributed to tbnk reagent performance. Investigation results that were performed on the indicated failure mode were the following: product performed as intended per bd biosciences specifications during release testing, later use as internal reference lot and retain sample tested. Customer was using suboptimal (10ul per test) volume on tbnk reagent for staining sample which is not per label / IFU multitest 6color tbnk 23-10834 rev 15 indications (20 l per test). The potential cause for reported complaint could not be determined after investigation. The issue was resolved by customer stopped using lot 72236 and switched to lot 42267. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd multitest¿ erroneous results are being obtained due to unusual staining. The following information was provided by the initial reporter: the lab is getting these non-specific staining on tbnk recently. They don't know what could have caused it, but they suspect it could be caused by rbc telomeres. Are there erroneous results on patient samples from diagnostic test?(if yes or unknown, go to question #2. If no, no further questions require.) Yes was there any delay of treatment due to the issue?(go to question #3) no if patient samples were redrawn, was there any chance or delay of treatment?(go to question #4) n/a, samples were not redrawn. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further question required): no.